Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6), product family: scs-ipg, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient developed an infection at the midline incision site. It was mentioned that the incision was not healing. The physician believed the infection was not device or procedure related. The patient was prescribed antibiotics. The patient underwent an explant procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.